Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the subclavian artery, the balloon was reported to have ruptured at 6 atmospheres. The vessel was described as severely calcified with moderate tortuosity and a 100% stenosis. The product was prepped and used as per the IFU. There was no reported injury to the pt.

Manufacturer narrative:
The product was not returned for evaluation. Manufacturing records for lot number were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.